Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin. The customer loaded a new cartridge and successfully completed the load sequence. There was no reported adverse impact to the customer's blood glucose level.